Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Hedlundh, u., and karlson, l. (2016) combining a hip arthroplasty stem with trochanteric reattachment bolt and a polyaxial locking plate in the treatment of a periprosthetic fracture below a well-integrated implant. Arthroplasty today 2; 141-145. This report is for unknown - ao plate condylar/unknown quantity/unknown lot. UDI: unknown part number, UDI is unavailable. Part # is unknown, 510k is unknown. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article hedlundh, u., and karlson, l. (2016) combining a hip arthroplasty stem with trochanteric reattachment bolt and a polyaxial locking plate in the treatment of a periprosthetic fracture below a well-integrated implant. Arthroplasty today 2; 141-145. The purpose of this article is to report a complicated case in which this was achieved by an innovative technique combing the trochanteric attachment bolt of the stem system and a locking plate with polyaxial screws. The study followed one (1) patient (female, (B)(6)) from (B)(6) 2014 until her death from causes unrelated to her total hip arthroplasty with a non-synthes device. This is report 1 of 1 for (B)(4). This report is for an unknown - ao plate condylar and refers to one (1) patient (female, (B)(6)) who had plate cutout without any signs of fracture healing.

Manufacturer narrative:
Date on (B)(4)was incorrectly reported as apr 6, 2017. The correct date is may 10, 2017. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.